Event description:
According to the h&p the aus was placed earlier this year and had been malfunctioning. CT revealed the tubing had come disconnected resulting in leakage. Manufacturer response for accessory sphincter ams 800, ams 800 sphincter (per site reporter): manufacturer rep making arrangements to pickup device for inspection. Manufacturer response for ams 800 cuff, ams 800 cuff (per site reporter): rep making arrangements to pickup device for inspection.